Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) arrived on site to find the fitting at the iab port to be broken. Replaced pim to resolve reported issue. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf the failure analysis and testing dept. Received pneumatic module assy. With a reported unit failure of autofill failure. The failure analysis and testing dept. Performed a visual inspection and found the catheter port to be broken. The port should be stationary. The port on this module can be turned. The cause of the autofill failure is the broken catheter port. The fat verified the broken catheter port. Retaining the pim in the fat dept. Per procedure. Based on the information given, the most probable root cause is normal wear and tear.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical training, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.